Event description:
It was reported that the patient was indwelling an urinary catheter for a surgery. When the urinary catheter was tried to be removed due to the cancellation of the surgery for some reason, the liquid in the balloon cannot be deflated and the catheter could not be removed. On the next day, the urinary catheter was removed by cystoscopy under intravenous anesthesia.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown latex foley catheter) product ifus were found to be adequate based on past reviews.